Manufacturer narrative:
Other, other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Functional testing was performed but the reported issue could not be replicated. No root cause could be determined as no device problem was found. Service history review identified the complaint was not related to a previous service of the device within the review period. No actions were taken. For all enquires or follow up questions related to the record, do not use regulatory.responses@smiths-medical.com located in section g1, please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported a spontaneous device deprogramming. This is the third incident. Nurse realized that the pump had been completely deprogrammed, so fortunately for everyone it was a reset. It was a damage associated with care, since the patient was in pain and the on-call nurse had to be moved. It is unknown if device is available for return. Additional information received: the patient's son called to say that he can't do a bolus on his dad's pca. It was written "bolus not programmed". At the idel, the device is no longer programmed correctly, it was "deprogrammed" at around 12:50pm, according to the history log, although the idel did not modify the programming.